Event description:
It was reported the patient left her therapy on when she had an emg nerve study done on her whole left leg. It was stated the patient forgot to bring her programmer to the test so she could not turn her ins off. The technician was aware the therapy was on and the patient told the technician that she didn't think she was supposed to have the test with her therapy on but the technician started the test anyway. It was noted the patient felt a lot of pain in the lower portion of her left leg during the emg test and as soon as the test shut off the pain went away. The test was stopped because the patient was in so much pain. It was also noted the patient had her implantable neurostimulator (ins) implanted on the left side and when she had her therapy on, normally she could feel stimulation down her left leg. The caller reported a shocking or jolting sensation. It was also noted the patient had a lot of shooting pain in her lower left leg already ¿because of a herniated disk at her hip.¿ reportedly, when the test started the patient couldn 't even move her toes on her left foot but she could move her toes on her right. The patient was redirected to her healthcare provider.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v589285, implanted: (B)(6) 2011, product type lead. (B)(4).